Manufacturer narrative:
Follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device powered on with a loud noise and displayed a service required message. There was no patient involvement.